Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with heavy calcification and 92% stenosis. A 2.75x28mm rx xience prime stent delivery system was advanced and the stent deployed; however, a dissection at the distal end of the stent occurred. A 2.25x18 mm rx xience prime stent was implanted to treat the dissection; however, another dissection at the distal end of the stent occurred. A 2.25x15mm rx xience prime stent was implanted to successfully treat the dissection and complete the procedure. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The 2.25x18mm xience prime referenced is being filed under a separate medwatch MFR number.